Event description:
Patient reported after injection in the lips with "juvederm" in the lips, the patient indicated that the product was "gone" after three weeks. The patient also indicated that she developed "strep throat" shortly after injection and was prescribed an antibiotic for the strep throat, which has now resolved.

Manufacturer narrative:
Medwatch sent to FDA on 03/18/2015. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The event of "strep throat" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.